Manufacturer narrative:
The customer returned gif-hq190 videoscope with serial # (B)(4) for an evaluation. The scope¿s bending section movement was inspected and observed the flex back-movement when releasing the knob (testing in the free position). Additional tests were performed with the locking lever in the engage (lock) position and scope did not straighten. This is due to the control knobs being in the locked position. The scope was inspected by the service center¿s estimation group and noted the up angulation position was reading at 145° which is low and below the servicing standards of 170~210°. Due to the nature of this complaint the scope was transferred to the service center¿s market quality department to evaluate the condition of the angulation control knobs movement and noted minor play when angulated in the up-position. In the up-angulated position, the scope had a snake like appearance during the manipulation on the up/down knob. Additionally, market quality removed the grip unit, guide plate and stopper to evaluate the condition of the angulation wires and all were in good condition; no kinks or stress noted. All 4 angulations wires were set at the # 3 slot on the c-end of the bcu chains. Corrosion was observed on the bcu-chains during the inspection. In addition to the above findings, the angulation wires were observed with different measurement lengths; up=31.5mm/down=29.5mm and left=27.5mm/right=28mm. The inspection was conducted according to the ¿angle docking¿ positioning of the soldering alignment section under reference manual 17rm096. A review of the instrument history revealed the last major repair was performed on (B)(6) 2018 for a factory refurbishment. The scope has a history of leaks/fluid invasion detected in the biopsy channel after the factory refurbishment service event. The scope also had 2 angulations adjustments after the refurbishment. The scope ID has a total accumulation of 1051 usages with 25,970 minutes in used. Based on the evaluation and findings, the users reported complaint was able to be confirmed when testing with the locking lever in the engage (lock) position. However, testing in the free (dis-engage) position; the bending section was able to flex back normally when the knobs were released. The corrosion on the bcu-chains is attributed to multiple fluid invasion occurrences.

Event description:
The service center was informed that during an unspecified procedure, scope¿s angulation knob would not straighten, bending section stuck in retroflex position. It is unknown if the intended procedure was completed. There was no patient injury reported.